Event description:
It was reported that, during reprocessing, the subject device tested positive for an unspecified amount of colony forming units (cfus) of staphylococcus xylosus in the operative canal. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: 1 cfu. Bacterial identification: filamentous fungi. Sampling from: air/water channel, auxiliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling from: instrument channel. Cfu: 1 cfu. Bacterial identification: bacillus species. Sampling from: suction channel. Cfu: 10 cfu. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2 cfu. Bacterial identification: staphylococcus hominis, dermacoccus nishinomiyaensis. Sampling from: instrument channel. Cfu: 2 cfu. Bacterial identification: staphylococcus epidermidis; filamentous fungi. Sampling from: auxilliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling from: suction channel. Cfu: 9 cfu. Bacterial identification: staphylococcus pasteuri. Sampling date: (B)(6) 2025. Sampling from: air/water channel, auxiliary channel, suction channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling from: instrument channel. Cfu: 5 cfu. Bacterial identification : micrococci; psychrobacter pulmonis. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the following components: air/water cylinder and tube, channel tube and jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.